Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Multiple bends throughout the catheter shaft were noted. A short circuit was detected between electrodes 1 and 3 when the catheter was deflected. No short circuits were detected when the device was undeflected or manipulated. During further evaluation the short circuit was no longer detected after the handle and internal wires were manipulated. The cause of the short circuit could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit within the catheter.